Event description:
On an unknown date a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient was having ongoing issues with leakage and foul-smelling discharge from the stoma site. Patient reported having had unknown antibiotics prescribed several times but the ooze persists. Patient denies pain when trying to mobilize tubing.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.